Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." Your t:slim pump has alarms that sound for potential interruption of insulin delivery. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was hospitalized for diabetic ketoacidosis. The pump t: connect history was reviewed and multiple alarms were found that were not addressed by the customer. The customer's parent was unaware that the customer had received these alarms. The customer's parent telephoned tandem technical support and it was confirmed that the pump was functioning as expected. The customer's insulin dosage was being adjusted to control the blood glucose level. The customer was using manual insulin injections to manage diabetes.